Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis noted that a loose electrocardiogram (ECG) connector on the link electronic module (lem) board caused a noisy ECG signal and therefore the lem board was replaced and calibrated. Analysis also found broken handles on the cases, the keyboard slide cover was missing, there were broken left and right keyboard hinges, a worn upper hinge plate and a noisy system fan. All found defective parts were replaced. Continuation of concomitant medical products: product ID: 229047, software analyzer. (B)(4).

Event description:
It was reported that the programmer was not working. It was requested that the handle and keyboard be fixed as well. Follow-up was unable to yield any further information. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.